Event description:
During an in-clinic follow-up, the longevity estimation calculated an estimation longer than expected based on the device measurements. Technical support was contacted and provided a more accurate longevity estimation of the device. The patient was stable and will continue to be monitored.